Event description:
It was reported the balloon ruptured while removing a clot during an embolectomy procedure at stenotic regions. A replacement device was used to complete the procedure. No injury reported to the patient.

Manufacturer narrative:
The device was returned for evaluation. The balloon of the catheter was found ruptured. While the damage was confirmed, the precise cause of the balloon rupture could not be confirmed. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.